Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA (B)(6) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2015, the voluntary recall was initiated. A manufacturing review was conducted. The lot met all release criteria. The device was returned with the arrow visible in the ready window, thus indicating the device was I the "ready to fire state" with the stylet and cannula retracted (primed). The firing trigger was pressed and both the cannula and stylet advanced. The device could be primed again. The device was disassembled and the cannula hub was found to be broken. Based on these results, the investigation is confirmed for failure to prime and confirmed for break. The issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure three devices would not prime, and it sounded like a plastic internal part broke off. A fourth device was used to perform the procedure. There was no pt involvement.